Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's handheld was not able to hold a charge and that occasionally the hard reset screen will appear. The physician requested a new programming computer. The handheld and flashcard were returned for analysis. The handheld analysis was completed on (B)(4) 2014. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the handheld would not power on using a known good ac adapter. The cause for the anomaly is associated with damaged handheld sync connector leads to the pcb. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector leads and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. Additionally, it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.